Event description:
It was reported that the patient underwent a sling surgery due to unspecified reasons. An artificial urinary sphincter (aus) was implanted. No patient complications were reported in relation to this event.